Event description:
Rptr had implants put in to bring her back to the size c she was when first set implanted in 1982. Put under the muscle. She has a lot of emotional issues. She c/o had nerves, tiredness, depression, ulcers.